Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient's scs system was explanted.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20410. Additional information obtained through manufacturer device analysis found anomalies in second scs lead (lot # 112916) too. The lead is reported as a device 2.

Manufacturer narrative:
Result: the complaint of ineffective stimulation for the 3151 leads was confirmed. Both leads had multiple electrical channels opens. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient never established effective therapy. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.